Event description:
The customer called the philips customer care solutions center (ccsc) to report that the device would lock up at the charge (energy) step of the user initiated operational check.

Manufacturer narrative:
(B)(4). The customer called the philips customer care center (ccsc) to report that the device would lock up at the charge (energy) step of the user initiated operational check. The ccsc worked with the customer to isolate the cause of this issue. The ccsc recommended that the customer order and reload the software and provided the customer with the relevant ordering info. This is an user initiated testing (operational check) issue only; there was no pt involvement. On (B)(6) 2012 the institutions' director of clinical engineering reported that the site ordered and reloaded the software (with the current version of software) which resolved this malfunction. The device passed testing and was returned to service. There was no request for further action or response from the customer. This was a device software corruption malfunction.